Event description:
It was reported that during a percutaneous translumial angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed de novo lesion was located in the moderately tortuous and moderately calcified vessel below the left knee. The 2.5mm x 20mm x 144cm sterling es pta balloon catheter was inflated to 6 atms for 60 seconds, and on the 2nd inflation at 4 atms a rupture occurred. The balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).